Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
The international customer reported that, when draining the patient following a percutaneous transhepatic biliary drainage, there was no air pressure within the catheter. It was discovered that there was air leaking from the hub portion of the catheter. Another procedure was reportedly performed using a new product to complete the drainage, with no further patient adverse events reported. The patient is reportedly healthy. The product is reportedly available for return; however, as of the date of this report, no device has been received for evaluation.

Manufacturer narrative:
Investigation ¿ evaluation: a review of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturing instructions, quality control, trends, and a visual inspection and functional evaluation of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the cap and tubing were unable to be twisted or pulled in the proximal assembly. No cracks or defects were observed on the proximal assembly. Two threads were visible between the mac-loc and cap. Hemostats were then used to clamp off the catheter, in order to pressurize the proximal assembly to 8.1psi. This pressure was held for approximately 2 minutes, with a single drop of water forming, but not falling from the cap to catheter junction. The manufacturing documents in place at the time of manufacture were reviewed, and it was found that the device aspect in question was visually inspected by quality control and no notable gaps in production or processing controls were noted. The risk specification for this product includes the leakage failure mode and identifies that multiple risk controls are in place to mitigate the risk of this type of failure. Additionally, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record showed no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the information provided, the examination of the returned product, and the results of our investigation, a definitive root cause could not be determined. However, appropriate measures have been initiated to address this failure mode. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.